Event description:
It was reported that this tachy lead was not successfully implanted due to product performance anomaly. A new lead of the same model was successfully implanted. No adverse patient effects were reported. Additional information indicates that the lead was not successfully implanted because the physician used a sheath that already contained a wire. The lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess the electrical performance of the lead. Measurements from these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found anomaly. Based on the analysis, the finding of induced damage (caused by body fluid clogging the lumen) is not considered indicative of a product defect or malfunction.

Event description:
It was reported that this tachy lead was not successfully implanted due to product performance anomaly. A new lead of the same model was successfully implanted. No adverse patient effects were reported. Additional information indicates that the lead was not successfully implanted because the physician used a sheath that already contained a wire. The lead was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this tachy lead was not successfully implanted due to product performance anomaly. A new lead of the same model was successfully implanted. No adverse patient effects were reported.